Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to incontinence. It was reported that following insertion the patient experienced pain, erosion, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring following the procedure. It was reported that patient underwent mesh excision on (B)(6) 2009 due to erosion. On (B)(6) 2013 the patient underwent revision and removal due to dyspareunia, pain, and urinary problems. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 6/1/2016. Additional information: age/date of birth.